Event description:
(B)(4). Same patient as: 2134265-2012-00896, 2134265-2012-00897, 2134265-2012-00795. It was reported that during and post a percutaneous coronary intervention, the patient experienced angina. Lesion 1 was located in the proximal right coronary artery (rca). The lesion was 90% stenosed, 4.4mm in diameter and 34mm long. The lesion was predilated with the placement of a 4.0x38mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the de novo mid rca. The lesion was 70% stenosed, 4.4mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 4.0x20mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was a de novo lesion located in the 1st right posterolateral (rpl). The lesion was 90% stenosed, 2.4mm in diameter and 13mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 4 was a de novo lesion located in the 2nd rpl. The lesion was 90% stenosed, 2.7mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Residual stenosis was 0%. In (B)(6) 2010, the patient returned for a staged procedure to treat the mid left anterior descending (lad). The de novo lesion was 80% stenosed, 2.75mm in diameter and 58mm long. The lesion was treated with predilation and placement of a 2.5x32mm and 2.5x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. During predilation, a 2.5x15mm unknown bsc cutting balloon was used. The balloon was unable to cross the ostium of the lad which was heavily calcified without high grade stenosis but had an acute bend. A non-bsc guide wire was used as a buddy wire for the cutting balloon to pass. However, it did not pass and was removed and replaced with a 2.5x30mm non-bsc balloon that was inflated successfully. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced angina and was hospitalized. The patient was referred to cardiac catheterization. The diffused in-stent restenosis of the study stent located in the proximal rca was treated with predilation and placement of a 3.5x20mm drug eluting ion stent. Post dilation was performed. Residual stenosis was %. The ostial stenosis of the 1st rpl was treated with predilation and placement of a 2.25x8mm ion stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).